Event description:
Five pts were reported to have elevated troponin levels, but actually had normal troponin levels. Instrument gave falsely elevated values, but when checked by backup method, values were within normal ranges. Testing was performed on a siemens dimension rxl.

Event description:
Five pts were reported to have elevated troponin levels, but actually had normal troponin levels. Instrument gave falsely elevated values, but when checked by backup method, values were within normal ranges. Testing was performed on a siemens dimension rxl.

Event description:
Five pts were reported to have elevated troponin levels, but actually had normal troponin levels. Instrument gave falsely elevated values, but when checked by backup method, values were within normal ranges. Testing was performed on a siemens dimension rxl.

Event description:
Five pts were reported to have elevated troponin levels, but actually had normal troponin levels. Instrument gave falsely elevated values, but when checked by backup method, values were within normal ranges. Testing was performed on a siemens dimension rxl.

Event description:
Five pts were reported to have elevated troponin levels, but actually had normal troponin levels. Instrument gave falsely elevated values, but when checked by backup method, values were within normal ranges. Testing was performed on a siemens dimension rxl.